Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The physician indicated that the lead was damaged and had a "strange twist to it". The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.